Event description:
It was reported that the patient experienced several pre syncopal episodes. Upon interrogation, the pulse generator exhibited over sensing. Pocket manipulation had no direct relationship to inhibition. The device was programmed. The device was then explanted and replaced. No further information was available.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
New information indicated that the patient was fine.